Event description:
It was reported that a remote monitor transmission noted increased thresholds and increased impedance greater than 3000 ohms. The patient was hospitalized and a possible fracture was observed on xray. Multiple episodes of loss of capture were noted on telemetry with an escape heart rate of thirty beats per minute. The lead was capped and a new epicardial lead was placed on the left ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.